Event description:
Song, z., ma, y., su, x., fan, y., zhang, h., ye, m., zhang, p. (2024). Clinical features, treatment, and outcomes of cavernous sinus dural arteriovenous fistulas: a cohort study of 141 patients. Acta neurologica belgica, 124(3), 803¿811. Https://doi.org/1 0.1007/s13760-023-02405-9 medtronic review of the literature article found a review of a study cohort involving 141 patients treated for cavernous sinus dural arteriovenous fistula (cs-davf). Onyx was used in 92% of the embolization procedures, most often in a combination with coiling. The brand of coils used in the coiling procedures was not specified. There were no explicit mentions of device malfunctions or intra-operative device issues reported in the provided context. Among the 131 patients who underwent endovascular embolization, 17 (13.0%) patients experienced intraoperative or postoperative complications. 2 patients suffered from intraoperative ectopic embolism resulting in cerebral infarction and subsequent death during the follow-up period. Additionally, 15 patients treated with onyx experienced cranial nerve palsy. Of these 11 patients developed abducens nerve palsy 2 developed oculomotor nerve palsy, and 2 developed trigeminal nerve palsy. Furthermore, the article noted that of the patient who underwent embolization treatment, incomplete occlusion of the davf was noted in 10 patients, including 8 who were reported to have partial occlusion. It was not specified in the article whether these patient were all treated with onyx or another treatment modality.

Manufacturer narrative:
A2. The reported patient age is the mean age of all patients included in the article study cohort. A3a. The reported patient sex represents the majority of patients in the article study cohort. Serious injuries that did not result in patient outcome of mortality will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.